Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level. The customer had no symptoms of their blood glucose. The customer treated with insulin pump. Customer's current and at the time of incident blood glucose value was 482 mg/dl. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2017 and blood glucose value when admitted to hospital was 696 mg/dl. The customer complained about diabetic ketoacidosis. Customer was wearing the insulin pump at time of hospitalization. The drive support cap appears normal. The product will be returned for analysis.